Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -8.50/1.0/093 (sphere/cylinder/axis) was implanted into the patient's right (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and on same day different surgery a longer length lens was implanted and that resolved the problem. Cause reported other and device did not fail to perform as intended. "Length too short."

Manufacturer narrative:
Additional data: b3- 05-apr-2022. Corrected data: b5- the reporter indicated that a 12.6mm timcl 12.6 implantable collamer lens of -8.5/1.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. It was reported lens rotation due to low vault. On (B)(6) 2022 the lens was explanted. On the same day separate surgery the lens was replaced with a longer length lens and this resolved the problem. Cause reported as other and device did not fail to perform as intended. Reportedly "length too short". Claim# (B)(4).